Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The insulin flow blocked alarm functioning properly. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer blood glucose level was 33.3 mmol/l at the time of incident and the customer was treated with manual injection at time blood glucose level went down to 30.4 mmol/l, other blood glucose level was 18 mmol/l at morning, 21.4 mmol/l. The customer was assisted with troubleshooting. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer stated that auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose. Customer was alleging pump for under delivering. Customer states the cannula was not bent. The insulin pump will not be returned for analysis.